Event description:
It was reported the autoclavable camera head when connected to the scope, it was locking, however the image was not staying in the same place, it was moving each time the scope was rotated. The issue occurred during a diagnostic urology procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer contacted olympus technical assistance support (tac). No troubleshooting was performed. The customer informed tac of the event. The device was not returned to olympus for evaluation. The customer requested a field service engineer (fse) to come onsite. An olympus fse was dispatched to the user facility and confirmed the reported issue. The endoscopic image moves out of center position whenever scope is rotated. The subject device was not sent back to olympus for further evaluation and repair. The device was not returned to olympus for inspection therefore, the reported failure was not confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera head when connected to the scope, it was locking, however the image was not staying in the same place, it was moving each time the scope was rotated. The issue occurred during a diagnostic urology procedure that was completed with the same device. There were no reports of patient harm.